Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided, therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye cataract surgery, the surgeon was unable to successfully implant one (1) of the two (2) stents from the trabecular micro bypass stent system. Reportedly, the surgeon inadvertently dislodged the stent during intraoperative manipulation. Subsequently, the surgeon attempted to remove the stent with forceps, but could not visualize the stent intraoperatively. During a postop day one (1) examination, the surgeon was unable to locate the stent. Per report, the patient did not present with any unusual inflammation postoperatively. It is unknown if the malpositioned stent was removed from the patient¿s eye during irrigation and aspiration (I/a). Additional information has been requested.